Event description:
It was reported that stent fracture occurred. The target lesion was located in the superficial femoral artery (sfa). A 6x100x120 epic¿ vascular stent was deployed in the target lesion. Post dilation was performed. The physician then suspected that the stent fractured. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).